Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('to get the part out that was left'), pelvic pain ('nonstop pelvic pain/extreme pain non stop') and hysterectomy ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("extreme bleeding/ heavy bleeding"), dyspareunia ("pain during any type of intercourse"), dizziness ("I was dizzy"), abdominal distension ("stomach swell"), breast discharge ("mine breasts are engorged n leaking hurt so bad out of the blue 3 weeks straight"), breast pain ("mine breasts are engorged n leaking hurt so bad out of the blue 3 weeks straight") and breast engorgement ("breast engorgement"), underwent hysterectomy (seriousness criteria medically significant and intervention required) and was found to have weight increased ("I was gaining a lot of weight"). The patient was treated with surgery (hysterectomy and two surgeries). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, hysterectomy, genital haemorrhage, weight increased, dyspareunia, dizziness, abdominal distension and breast engorgement outcome was unknown and the breast discharge and breast pain had not resolved. The reporter provided no causality assessment for dizziness, dyspareunia, genital haemorrhage, pelvic pain and weight increased with essure. The reporter considered abdominal distension, breast discharge, breast engorgement, breast pain, device breakage and hysterectomy to be related to essure. The reporter commented: cross referenced with plaintiff case number :(B)(4). Plaintiff had hysterectomy on (B)(6) 2012, (B)(6) 2014 failed removal, (B)(6) 2014 successful removal. ¿concerning the injuries reported in this case, the following one was extracted from social media post: abdominal distension", green discharge from your breast. Concerning the injuries reported in this case, the following ones were reported via social media: hysterectomy. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Event 'to get the part out that was left' and "hysterectomy"was added. On 20-mar-2020: content from social media received. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('nonstop pelvic pain') and genital haemorrhage ('extreme bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during any type of intercourse"), dizziness ("I was dizzy"), abdominal distension ("stomach swell"), breast discharge ("mine breasts are engorged n leaking hurt so bad out of the blue 3 weeks straight"), breast pain ("mine breasts are engorged n leaking hurt so bad out of the blue 3 weeks straight") and breast engorgement ("breast engorgement") and was found to have weight increased ("I was gaining a lot of weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dyspareunia, dizziness, abdominal distension and breast engorgement outcome was unknown and the breast discharge and breast pain had not resolved. The reporter provided no causality assessment for dizziness, dyspareunia, genital haemorrhage, pelvic pain and weight increased with essure. The reporter considered abdominal distension, breast discharge, breast engorgement and breast pain to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). ¿concerning the injuries reported in this case, the following one was extracted from social media post: abdominal distension", green discharge from your breast. Concerning the injuries reported in this case, the following ones were reported via social media: hysterectomy. Most recent follow-up information incorporated above includes: on 10-jun-2019: social media received: case become incident. Essure removal surgery was added. Reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('to get the part out that was left'), pelvic pain ('nonstop pelvic pain/extreme pain non stop') and hysterectomy ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("extreme bleeding/ heavy blleding"), dyspareunia ("pain during any type of intercourse"), dizziness ("I was dizzy"), abdominal distension ("stomach swell"), breast discharge ("mine breasts are engorged n leaking hurt so bad out of the blue 3 weeks straight"), breast pain ("mine breasts are engorged n leaking hurt so bad out of the blue 3 weeks straight") and breast engorgement ("breast engorgement"), underwent hysterectomy (seriousness criteria medically significant and intervention required) and was found to have weight increased ("I was gaining a lot of weight/was at 160 upto 185 heaviest in my life"). The patient was treated with surgery (hysterectomy and two surgeries). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, hysterectomy, genital haemorrhage, weight increased, dyspareunia, dizziness, abdominal distension and breast engorgement outcome was unknown and the breast discharge and breast pain had not resolved. The reporter provided no causality assessment for dizziness, dyspareunia, genital haemorrhage, pelvic pain and weight increased with essure. The reporter considered abdominal distension, breast discharge, breast engorgement, breast pain, device breakage and hysterectomy to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2015-410870 plaintiff had hysterectomy on (B)(6) 2012, jul-2014 failed removal, oct-2014 successful removal. ¿concerning the injuries reported in this case, the following one was extracted from social media post: abdominal distension", green discharge from your breast. Concerning the injuries reported in this case, the following ones were reported via social media: hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. On 20-mar-2020: social media received, reporter added. On 20-mar-2020: no new information, based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.